Event description:
It was reported that the plastic header separated from the main body of the implantable loop recorder (ilr). The ilr was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. It was noted the returned device had a loose/detached connector and the device was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.